Event description:
It was reported the customer experienced low blood glucose that required the paramedics to be called. The customer stated on (B)(6) 2015, their blood glucose declined to 31 mg/dl. The paramedics were called and treated the customer with a glucagon shot. The customer stated they were asleep when they experienced their low blood glucose. Customer's settings has been readjusted following the adverse event. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.